Event description:
It was reported that the customer's blood glucose was 239 mg/dl. Customer's insulin pump was not dropped. The drive support cap may or may not have been damaged, loose, sticking out, and/or flush. The customer did not press the cap while connected. Insulin exited the tubing, after a bolus was programmed. The high pressure test was performed and alarmed in three units. No leaks were detected. Bolus and basal histories matched with total daily dose. Other possible causes for high blood glucose were discussed with patient. The customer did not trust the insulin pump was working as designed and insisted upon receiving a replacement. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The drive support disk was inspected and no anomaly was noted. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.